Manufacturer narrative:
The reported events of noise and impedance anomaly were confirmed. As received, a complete lead was returned in two pieces. Final analysis found abrasion breaching the inner insulation exposing the inner coil at the distal region of the lead. The cause of the reported events was isolated to the inner insulation abrasion. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead. No further anomalies were found.

Event description:
New information received notes that the patient's right ventricular lead was explanted and replaced. The patient was stable.

Event description:
Information received notes that the patient's right ventricular lead exhibited abnormal defibrillation impedance in addition to noise over-sensing.

Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in a high ventricular rate episode. No intervention was performed. There were no patient consequences.